Event description:
It was reported to technical services on 7/21/11 that the md was seeing noise on this lead which was causing inappropriate sensing. The patient will come back to see dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).